Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 7mg/ml, unknown dose), bupivacaine (concentration 25 mg/ml, unknown dose) and clonidine (concentration 210 umg/ml, unknown dose) via an implantable pump. The event date was (B)(6) 2016. A pump motor stall was reported; the patient heard her pump alarm and called the hospital. The patient lived far from the hospital and by the time she arrived at the hospital she had started having some withdrawal symptoms, patient was admitted to the emergency room and the motor stall message was noted upon pump interrogation. The patient was started on oral medication to decrease the pain. The pump was explanted and would be returned. There was no report regarding factors that may have led or contributed to the issue. At the time of this report, the issue was resolved and patient status was ¿alive ¿ no injury¿ additional information received from the manufacturing representative on 2016-jul-21 indicated that the specific withdrawals symptoms were unable to be obtained. The potential cause of the stall was unknown. Pump replacement was done on (B)(6) 2016. The patient¿s diagnosis for use was chronic pain.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication, stall due to shaft-bearing, and stall due to gear-pinion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.